Event description:
Patient received epidural at 0530. Upon change of shift at 0700, patient found to c/o 10/10 pain, yelling out in pain, thrashing around the bed. Anesthesia paged to bolus patient and this writer found epidural IV bag to be full at 100 cc, but pump remained infusing with 53 cc left (had been running for 3-4 hours). Anesthesia resident and attending at bedside. Pump was taken out of circulation. FDA safety report ID # (B)(4).